Event description:
The lens was damaged during insertion into the patient's eye using the ez-28 sofport. Another lens was used for the procedure.

Manufacturer narrative:
This form was completed by the manufacturer.